Event description:
Caller reported a temperature alarm on the device. There was no adverse impact to the customer's blood glucose level. Customer was unable to clear the alarm and resume insulin; therefore, technical support arranged to replace the pump. Customer planned to use multiple daily injections as backup therapy and was instructed on how to put the pump into storage mode before returning it. A pre-paid label was provided for returning the pump, and the customer understood and acknowledged the instructions.